Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to instability.

Manufacturer narrative:
Engineering evaluation noted that the reason for the revision reported was not provided but was likely the result of joint instability. There is no indicatiation that the instability was directly - related to the mcs components.